Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported that approximately 2 months after her scs system was implanted, her ipg was "being pushed out of her body." Surgical intervention was undertaken and the ipg was explanted. The leads were later electively explanted.